Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime fill anomaly. The customer¿s blood glucose was 152 mg/dl at the time of the incident. The customer reported while changing the infusion set and loading when priming the insulin dripped out of the insulin pump. The customer state the insulin is squirting out during the loading process. The customer¿s blood glucose level was 323 mg/dl and was treated with 3 units by a manual injection. The customer did troubleshoot the issue and confirmed the anomalies. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.